Manufacturer narrative:
Full patient identifier is (B)(6). The customer did not provide patient demographics such as age, date of birth, gender, weight, ethnicity or race. The customer did not return the hstni reagent for evaluation. There was no indication of carryover as the customer did not report obtaining high hstni sample results prior the questioned results. The beckman coulter field service engineer (fse) dispatched to the site found a leak in the wash wheel. Fse cleaned the wash wheel and performed a preventative maintenance. Fse then performed a system check and ran quality control all of which returned results within specifications. In conclusion, the cause of this event is a hardware malfunction.

Event description:
On (B)(6) 2023 the customer reported erroneous non-reproducible elevated access hstni (access high sensitivity troponin I, part number b52699 and lot number 234674) results were generated on the customer's access 2 (access 2 immunoassay analyzer, part number 81600n (B)(4)) for one (1) patient. The initial elevated hstni result of 632 pg/ml was released from the laboratory. The customer reported the patient received heparin and nitroglycerin treatment in connection with the event. The customer also reported the patient was transported to a cardiac care facility. No other information regarding patient treatment or outcome was provided. The customer reported the elevated result was then questioned by staff. Sample was repeat tested on the same access 2 and an alternate access 2 and lower results were obtained on both instruments. Customer reported their system check had failed on (B)(6) 2023 but passed on repeat. Calibration was passing within specifications and quality control (qc) was passing with the exception of one qc out high on (B)(6) 2023. The customer did not note any issues or concerns with potential carryover for this event. Sample was collected in a plasma separator tube (pst). Sample quality was reported to be visibly fine and not a short draw or a lipemic or hemolyzed sample. No other sample collection or processing information was provided. A beckman coulter field service engineer (fse) was dispatched to assess system performance.